Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va282fz, implanted: (B)(6) 2021, explanted: product type lead product ID a520, explanted: product type software, product ID tm90p01, serial# (B)(6), explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the leads being misplaced was confirmed by the surgeon. They stated that they would be having a revision surgery on (B)(6).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported their ins from (B)(6) of 2021 was replaced in (B)(6) 2021 because they thought it was not connected to the right place. The patient said they met with the manufacturer representative (rep) some time in (B)(6) who found it was not working at all. The patient said the rep came up to the house and tried the programs but could not get it to work. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va282fz serial# implanted: (B)(6) 2021. Explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#/serial# : (B)(4) , product type :lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient got new implant yesterday and was instructed to call patient services to walk through getting it "all setup". They walked patient through trying to connect with ins and patient reported it tried to connect right away without giving patient search for device screen. Patient reported they got screen that said communicating with device and then reported getting "communication error, unable to communicate with device, communication lost, ensure external device is within range and batteries are in place, press button on external device if not connecting with device" message.  Patient had communicator powered on and bluetooth light was flashing. Patient stated they had only two my therapy applications (my therapy and micro my therapy). Patient was accessing correct my therapy application. Patient stated they got a new handset yesterday when they got implant. Patient continued getting communication error message as noted above despite pressing cancel and re-opening my therapy application. Patient stated their managing hcp . The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further ad dress the issue. Additional information was received from the patient. The patient stated they don't think there is something wrong with the device however think the leads are misplaced. The patient has an appointment with the healthcare provider (hcp) on aug 16 to see if this can be fixed. No further complications were reported.